Manufacturer narrative:
Subject laser system was transported the day of the procedure by a mobile surgical company. During the overnight storage or the transportation the laser system was subject to freezing conditions. During the time in question it was particularly cold with temperatures dropping below -7 (minus seven) degrees. A review of subject device labeling found that the system should be kept at temperatures between 0-50 degrees celsius when in a non-operating environment, and 10-50 degrees when in an operating environment. The subject device had been transported on a sub-zero day and the storage conditions were cold enough to freeze the coolant in the laser. Root cause is the system had been subject to temperatures cold enough to freeze the de-ionized water in the cooling system, subsequently causing expansion of the water through-out the system resulting in the leaking damage.

Manufacturer narrative:
***Correction**** the initial MDR for this event had mistakenly been reported as a product problem (malfunction). Since there is no evidence that a lumenis product had malfunctioned in this case, lumenis is withdrawing the claim. Lumenis has changed the report type in this report to an adverse event only. As it was reported that the patient had already been anesthetized prior to the laser being tested. Lumenis believes that the unnecessary anesthesia and postponement of procedure could fall under the "other serious (important medical events)" type of adverse event, and in an abundance of caution lumenis is reporting this event as an adverse event.

Manufacturer narrative:
A lumenis engineer and technical expert evaluated the subject device, suggesting that the system had been subject to temperatures cold enough to freeze the de-ionised water in the cooling system, subsequently causing expansion of the water through-out the system resulting in a broken flashlamp in one of the bricks (laser sources), and a broken flow switch. After replacement of the brick and flow switch the alignment and calibration procedures were carried out, the system was checked by operating at 100w for 20 minutes ensuring the system had been recovered from the damage caused by freezing the coolant. A lumenis engineer and technical expert confirmed that following the repair mentioned above, the system was returned to the facility having been found to meet all performance specifications and safe to use. The probable root cause of the reported event is determined to be a coolant system leakage potentially resulting from freezing under cold conditions. Should additional information be provided with which to make a determination of cause, lumenis will file a follow up MDR.

Event description:
It was reported by a foreign user facility that an anesthetized patient was brought down to the operating room prior to the laser being tested. As the laser was switched on, the operator noticed water and a white powder under the machine. The case was then cancelled. It was later reported that the patient's procedure was re-done as part of a routine laser list the following week. No report of death or serious injury related to the event was alleged & no medical intervention was reportedly required to preclude serious injury.